Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (212 mg/dl) and a correction bolus was delivered to address the bg level. The customer thought that the pump may have been the cause of the high bg level. Tandem customer technical support (cts) had the customer perform a system check using the current supplies on the pump and the pump was found to be operating as intended. Cts advised the customer to discuss the bg level with a healthcare provider. The customer acknowledged.